Manufacturer narrative:
Eval is in progress, but not yet concluded. Software date lots were returned to the MFR on 08/28/2013.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) would not initially calibrate. The field svc rep (fsr) told the customer to check the output. The customer was able to calibrate eventually; however, the readings on the oxygen (o2) did not match the readings on the blood parameter monitor (bpm). The device was not changed out, as they were able to use the bpm to indicate when more gas was needed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.